Event description:
It was reported that the atrial lead had high impedance, noise, oversensing and a possible fracture. Intermittent loss of capture was also seen. The lead was capped and replaced. The device was thought to have a bad lead connection and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.